Manufacturer narrative:
Correction e1, initial reporter, country name.

Manufacturer narrative:
Zoll has not received the platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
As reported, the autopulse platform (sn (B)(6) failed during a cardiac arrest. Per the reporter, the device did not display any user advisories before it stopped delivering compressions. According to the crew, the autopulse platform just shut off after around 6 minutes when was used with the autopulse li-ion battery (sn (B)(6). Per the customer, the battery was fully charged before use during the patient event. A second fully charged autopulse li-ion battery (sn unknown) was installed but the device still failed to deliver compressions. The patient was on the living room floor; the type and condition of the flooring surface were not specified. In addition, it was noted that the lifeband was rubbing the plastic enclosure of the platform and causing damage to the lifeband as well. Manual CPR was continued until the crew deployed a second autopulse platform (sn unknown). However, it failed as well due to a lifeband alignment issue that could not be resolved. The crew did manual CPR throughout the rest of the event. No impact or consequence to the patient. After the call, back at the station, the second platform (sn unknown) was tested after the driveshaft was realigned and the device functioned as intended.